Event description:
Info received that the pt left siderail would not latch. No injury reported.

Manufacturer narrative:
Tech found that the pt left siderail weldment was bent, causing the rail to not latch. Replaced the siderail to resolve this issue.